Event description:
The lay user /patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that on (B)(6) 2011, she had obtained a result on her ultra 2 meter of 33 mg/dl at 7:16 am, 66 mg/dl at 8:40am (after breakfast); a 153 mg/dl at 1:18pm (before lunch), a 67 mg/dl at 9:38pm (after dinner) and a 160 pm at 11:00pm before going to bed. She had taken 10 units of novorapid in the morning, 8 units at lunch and 10 units at dinner. She also took 8 units of levermir before dinner and 15 units of levermir before going to bed. It is unknown whether she had developed symptoms of hypoglycemia at the time of obtaining the low readings on (B)(6) 2011. On (B)(6) 2011, she had obtained a result of 76 mg/dl 7:20am and took her usual medication. A couple of hours after she developed symptoms of feeling sweating, trembling and was disoriented. She treated herself with sugary foods and also ate carbohydrates. She then tested her blood glucose and obtained a reading of 436 mg/dl. Due to the high reading she started to exercise. The patient decided to go to the hospital and her initial reading in the hospital was 37 mg/dl and was treated with glucagon injection. Prior to being discharged the same day, the patient's blood glucose reading was 254 mg/dl on the hospital device. A normal reading for the patient is between 76 to 190 mg/dl when fasting and around 250 mg/dl after eating. She mentioned that when she went home later on (B)(6), she was not feeling well at around 9:30pm and tested her blood glucose on the ultra 2 meter and obtained a 421 mg/dl. She then tested on her back up meter ultrasmart meter and obtained a 436 mg/dl. She got scared and went to the hospital again, and her reading was 300 mg/dl on the hospital device and was treated with 10 units of rapid insulin and was released the same day. The patient mentioned that she had experienced a total of 3 hypoglycemic events due to her ultra2 meter; however, does not recall the date and time or the events of the other 2 events. The test strips were in good condition and not expired. The technique of applying blood on the tests trip was correct. A quality control test was not done since the patient did not have any control solution. Patient was uncomfortable with both meters and they were both replaced. The complaint is being reported since the patient alleged that due to the alleged high readings on her ultra 2 meter, she later developed symptoms suggestive of a serious injury and had to receive medical treatment for blood glucose of 37 mg/dl in the hospital.

Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.